Event description:
Called to ICU to check on a ventilator that the nurse stated has been alarming since 0900 that day. I went up right away to troubleshoot. Volumes on vent were reading very high, I did look back at alarm log and see the msg "exhalation module alert-background fault detected". Did attempt to trouble shoot for a few minutes with no luck and then swapped ventilator out promptly while patient was ventilated via ambu bag. New ventilator was placed without issue and the vent removed was tagged for biomed. Manufacturer response for ventilator, covidien (per site reporter). It appears the temperature sensor in the evq may be damaged by water or debris causing these errors. They suggested replacing the evq, running calibrations, est, sst, and normal ventilation with test circuit and lung for minimum of 24 hours to see if any new errors generate.